Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed lost sensor three times in the past two days. The blood glucose reading was 141 mg/dl. The customer stated that his pump is currently communicating so the transmitter must be working. Upon troubleshooting, found that the calibration factor was optimal. Explained that the alarm may be caused by distance, signal interference, or orientation. The customer will return two sensors for analysis. Nothing further reported.